Event description:
It was reported by a physician that during the first post-op visit, the doctor noted that the dynamic splint the pt had on was in slight hyperextension. He immediately changed the therapy regimen but the hyperextension had worsened. They have tried prolonged periods of splinting and casting with joint flexed or blocked. Pt has no pain, good function, and good motion. There is some squeaking with the pt reported that he does not mind. An x-ray was reviewed and it was also noted that there was a possible implant fracture but this observation was inconclusive. A revision was scheduled but no additional info was provided.

Manufacturer narrative:
Info about the event was rec'd but add'l info after surgery was not provided. Pre-op x-rays were inconclusive if there was an implant fracture. A review of mfg records did not indicate what may have caused or contributed to the event. Based on the info that was provided, it was speculated that the post operative care may have contributed to the event. If add'l info is reported, a supplemental will be filed if appropriate.